Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ mid-pelvis pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. B08701, b09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, depression, low back pain, uterine contraction strong excessively, vaginal bleeding, attention deficit/hyperactivity disorder, bipolar affective disorder and anxiety. Concurrent conditions included nausea, acute sinusitis, tonsillitis, sore throat, shoulder pain, premenopausal menorrhagia, cough, sinus pain, urinary incontinence, sleep disturbance, painful intercourse, weight gain, memory disturbance, dysmenorrhea, rash, itching and endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2014, the patient experienced menorrhagia ("menorrhagia"), amnesia ("memory loss") and attention deficit/hyperactivity disorder ("attention deficit disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, amnesia and attention deficit/hyperactivity disorder outcome was unknown and the genital haemorrhage, headache, dysmenorrhoea, dyspareunia and migraine had resolved. The reporter considered amnesia, attention deficit/hyperactivity disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff need for additional surgery, she wili have surgery to remove the essure implant on (B)(6) 2017. Trailing coils: right: 2 and left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, indication female sterilization was added. Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, migraine, amnesia, attention deficit/hyperactivity disorder were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ mid-pelvis pain") in a 27-year-old female patient who had essure (batch no. B08701, b09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, depression, low back pain, uterine contraction strong excessively, vaginal bleeding, attention deficit/hyperactivity disorder, bipolar affective disorder and anxiety. Concurrent conditions included nausea, acute sinusitis, tonsillitis, sore throat, shoulder pain, premenopausal menorrhagia, cough, sinus pain, urinary incontinence, sleep disturbance, painful intercourse, weight gain, memory disturbance, dysmenorrhea, rash, itching and endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2014, the patient experienced menorrhagia ("menorrhagia"), amnesia ("memory loss") and attention deficit/hyperactivity disorder ("attention deficit disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, amnesia and attention deficit/hyperactivity disorder outcome was unknown, the headache, dysmenorrhoea, dyspareunia and migraine had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered amnesia, attention deficit/hyperactivity disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff need for additional surgery, she wili have surgery to remove the essure implant on (B)(6) 2017. Trailing coils: right: 2 and left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, indication female sterilization was added. Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, migraine, amnesia, attention deficit/hyperactivity disorder were newly added. Event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (she will later have surgery to remove the essure implant on (B)(6) 2017.). At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: plaintiff need for additional surgery, she will have surgery to remove the essure implant on (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.